Event description:
Found insuline drip infusing at 80 units/hr. Blood sugar was 68 at that time, and trending down to 36. Patient required an amp of d50w. His blood sugar after the treatment went to 100 and remained in the 100. It was suppose to be running at 5 units/hr.